Event description:
The patient is a paralyzed disabled retiree who's been wheelchair-bound for over 50yrs. Patient has been having issues with 3 pressure ulcers since 2017. He uses a medicated dressing to subdue symptoms. He's been using 3m silvercel antimicrobial alginate dressing for years with no issues. His wife is his primary caregiver and she usually applies the dressing for a day or two before removing and cleaning. The new batch of dressings were applied to the 3 pressure ulcers and were left for two days. Two of the three wounds were normal; the third wasn't. When the wife removed the dressing, the wound turned purple and black causing the wife to scream. Patient's wound doctor is dr. (B)(6) (pa). He received a recall letter from the MFR before the incident but already ordered supplies. The recall letter urged users to "discontinue use". 3m/solventum is the brand. Patient usually orders from prism, a supplier of medical equipment.